Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an alarm ¿iab sensor module failure¿ was generated. Artery pressure was taken from central lumen instead to continue therapy. The customer suspects that the optical fiber was torn. There was no patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering more than half of the balloon. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an alarm ¿iab sensor module failure¿ was generated. Artery pressure was taken from central lumen instead to continue therapy. The customer suspects that the optical fiber was torn. There was no patient injury was reported.